Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope, had insufficient angle. It is unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, there is foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the bending angle in up direction was out of specification due to wear of the angulation wire. In addition, service found there was play in the up/down knob due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the adhesive around the objective lens was peeled, the light guide lens was cracked, the adhesive around the light guide lens was peeled, the suction cylinder was shaved, the universal cord was wrinkled, the switch button #4 was worn, and the control unit was discolored. The scope connector cover, the scope connector, the universal cord, the flexibility adjustment ring, the plastic distal end cover, the grip, the switch box, the switch button #3, the control unit, the up/down knob, the right/left knob, the connecting tube, and the lock engagement lever were scratched. The device was cleaned, disinfected, and sterilized (cds) before it was sent to olympus. According to the customer, the other details regarding the cds process were unknown. The investigation is ongoing. A supplemental report will be completed upon completion of the investigation.